Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support developed bleeding at the graft anastomosis. Additional sutures were applied and two units of blood were administered. Bleeding was controlled. The patient survived the event.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related, additional sutures applied and bleeding controlled as per the clinical description provided.